Event description:
During a hartman procedure the device was used to staple the rectum. Positioning was not easy but possible. After firing the device the staples didn't form proper b-shape staples. The rectum was sutured by hand to complete the case. There was no pt consequence.